Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es main half height drawer was not detected on bus and user founded several pieces came off in the back. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main half height drawer was not detected on bus and user founded several pieces came off in the back. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height main drawer was failed. A field service engineer (fse) identified that the main half height (hh) 3.1 and 3.2 were failed. So, the fse reseated the row board cable and replaced the retractor band. Also, main full height drawer 4 had multiple cubies and slide rail were faulty. So, the fse replaced slide bumper. After that the fse logged into hardware test application (hta) app ran final test on main hh 3.1, 3.2 and full height drawer 4 main. Additionally, the fse tested all the drawers and slides to make sure they are working properly. As proactive maintenance, fse opened top cover, then checked the connections in electronics drawer and removed dust under top cover. The system functioned as intended after the field service engineer repaired the device.